Event description:
A caller reported a cartridge alarm with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue of consecutive cartridge alarms and decided to replace the pump. The pump was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.